Manufacturer narrative:
Additional narrative: patient dob and weight not available for reporting. Device reportedly not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon experienced difficulty when removing the insertion handle from the nail in a tibial nail ex. The nail had been buried about 15-20mm below the anterior cortical surface. After implanting and locking a tibial nail both proximally and distally, the insertion handle was attempted to be removed from the nail. Attempts to use a ball hexagonal driver and a vice grip on the handle were unsuccessful. The ball hexagonal screwdriver is believed to be stripped during use. A cannulated connecting shaft with a ratchet wrench was used successfully, but with an excessive amount of force and effort. The connecting screw was discarded upon removal. The surgery was completed successfully with a 15 minute delay. (B)(4).